Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer declined to provide their blood glucose reading at the time of the event. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.